Event description:
The bone was good quality. The implant was left in the patient and the hole or drill hole was used and it was a 10mm, it was a metal screw that was used and everything was normal just small tip was left in with metal screw.

Manufacturer narrative:
(B)(4). The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No non-conformance was identified for this part/lot number combination per qlik query executed (B)(6) 2018. Review conducted (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.  (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that 5 mm of the distill tip portion of the customer's nitinol guide wire broke off while inserting the screw during an acl procedure. The part was not retrieved from the patient and the case was completed without any back up devices. There were no patient consequences or delays. The device is being returned.